Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, a wright medical profemur modular neck broke inside patient.